Event description:
Journal reference: cersosimo et al. "Pallidal surgery for the treatment of primary generalized dystonia: long-term follow-up." Clin neurol neurosug 2008; 110(2): 145-150. The aim of this study was to determine the outcome of 10 pgd pts who underwent bilateral gpi dbs, bilateral pallidotomy, or combined unilateral dbs and contralateral lesion dbs in a single center and have been followed, in most cases, for at least 6 years after surgery. Eight pts had dbs treatment. One pt, male, with dbs required another surgery due to electrode migration. There was a transient worsening of dystonia after the surgery.